Manufacturer narrative:
(B)(6).

Event description:
It was reported that the mdu mini jammed and overheated during testing prior to a procedure. There was no patient involvement, and no user injuries were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection did not identify any complaint related issues. The functional evaluation did not reveal any problems. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.